Manufacturer narrative:
Pending investigation.

Event description:
As reported via legal documentation the patient had a right knee revision on (B)(6) 2013. Approximately 3 months after the first revision the patient had a second right knee revision on (B)(6) 2013. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available. The patient has filed a short-form complaint in a coordinated action in alachua county with master case no. (B)(4). The consolidated long form complaint that applies to cases filed in this coordinated action alleges that patients filing suits in this coordinated action were required ¿to undergo revision surgeries due to severe, pain, swelling, and instability¿ due to ¿wear of the polyethylene components and resulting component loosening and/or other failure failures causing serious complications including tissue damage, osteolysis, permanent bone loss, and other injuries.¿ because the patient has filed a short-form complaint in this coordinated action, the patient appears to allege that the patient was injured as a result of wear of an exactech polyethylene device.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and infection or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. D4: corrected. D10: concomitant devices: (B)(6) 204-24-11 - ps tibial inserts sz 4, 11mm. (B)(6) 204-32-12 - stem extension 120l x12 mm. (B)(6) 200-02-35 - three peg patella 35mm. (B)(6) 204-04-43 - trapezoid tibial tray sz 4f/3t. (B)(6) 234-03-04 - optetrak asy, ps cemented femoral, sz 4, (B)(6) 204-70-00 - tibial stem ext. Screw. G4: corrected. H6: corrected health effect, medical device, component, and investigation clinical codes.